Event description:
A report was received that the patient will undergo an explant procedure for an unknown reason.

Event description:
A report was received that the patient will undergo an explant procedure for an unknown reason.

Manufacturer narrative:
Additional information was received that the explanted ipg and lead were returned. Device evaluation indicated that the ipg passed visual, electrical, performance and photographic imaging tests performed. The complaint couldn't be confirmed. The stimulation outputs were monitored on an oscilloscope and verified there was no residual stimulation after being turned off by the remote control. The ipg passed all the required tests and revealed no anomalies. Device evaluation indicated that the lead passed photographic imaging tests performed. The lead body was cut cleanly. Both proximal ends and paddle were not returned. No other anomalies were present. The damage was a result of a typical explant procedure, and it was not considered a failure.

Event description:
A report was received that the patient will undergo an explant procedure for an unknown reason.

Manufacturer narrative:
Additional information was received that the patient was explanted due to the battery spinning in the pocket and was causing discomfort. The physician did not suspect any device malfunction. Additional suspect medical device component involved in the event: model #: sc-8216-70, serial #: (B)(4), description: artisan surgical lead, 70cm. The explanted devices were not returned to bsn as they were discarded by the medical facility.